Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported by the customer that the device had a alarm - error codes/messages. No patient involvement. Won't accept rate recall during pm test. There was no additional information provided and no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted could not duplicate error code/ messages. Lvp bezel post recall completed. Replaced bezel assembly. A review of the device history record showed the device had a manufacture date of 11nov2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service was unable to determine the proximate cause of the reported issue. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer that the device had a alarm - error codes / messages. No patient involvement. Won't accept rate recall during pm test. There was no additional information provided and no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted could not duplicate error code/ messages. Lvp bezel post recall completed. Replaced bezel assembly. A review of the device history record showed the device had a manufacture date of 11nov2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer that the device had a alarm - error codes / messages. No patient involvement. Won't accept rate recall during pm test. There was no additional information provided and no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported by the customer that the device had a alarm - error codes / messages. No patient involvement. Won't accept rate recall during pm test. There was no additional information provided and no patient involvement.